Event description:
Per information provided: on (B)(6) 2009 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with implant of two 3dmax meshes (device #1 & #2). Per operative notes, ¿the patient had 2 obvious hernias lateral and medial to the inferior epigastric vessels. The medial direct hernia was smaller, and the indirect hernia lateral to the inferior epigastric vessel was large hernia sac which was dissected away. A 3dmax (device #1) on the right side and a 3dmax (device #2) on the left side were placed with a tacker to the anterior and anterolateral wall of the abdomen.¿ on (B)(6) 2010 - patient was diagnosed with recurrent left indirect inguinal hernia with a large lipoma of the cord and recurrent right direct inguinal hernia and umbilical hernias thereby underwent laparoscopic left inguinal herniorrhaphy and open right inguinal hernia repair with implant of perfix plug (device #3). Per operative notes, ¿on the left, found a large lipoma of the cord and was reduced and there was a large defect in the body wall. A synthetic mesh was placed. Upon removal of trocars closed the umbilical defect with suture, the umbilical pedicle was tacked down to the fascia with the same suture. Attention to the right side, there was mesh above, but it was not anchored below. Placed a perfix plug (device #3) into the defect and was secured with sutures, and then placed the keyhole mesh that comes with the perfix plug around the cord and trimmed it. Identified the ilioinguinal nerve and was reduced.¿ on (B)(6) 2012 - patient was diagnosed with recurrent right inguinal hernia and left hydrocele thereby underwent open repair with implant of perfix plug (device #4). Per operative notes, ¿there was a hernia in the preperitoneal fat, placed a plug (device #4) in the internal ring and closed with sutures. A patch of mesh then sutured over the entire floor of the canal. Attention to the left hydrocele, the hydrocele sac was then carried around the back of the testicle and sutured.¿ on (B)(6) 2017 - patient was diagnosed with right & left inguinal hernias, recurrent with chronic pain on the right and left groin, left worse than right, and recalled mesh thereby underwent robotic repair with left & right inguinal hernia with removal of all meshes and tacks. Per operative notes, ¿the left side had the adhesions from the sigmoid colon, and these were taken down. There was inflammation from the previous mesh placement and the mesh was removed (device #2). After removing most of the mesh, there was a defect. A phasix st (device #5) was then placed and secured with suture on either side of the epigastric and 1 lateral. Attention to the right side, the mesh was taken off the transversalis and taken off the epigastric vessels. The entire mesh (device #1) was removed except for a small portion near the cord structures. Then a phasix st (device #6) was then placed and secured on either side of the epigastric vessels laterally. Both the left & right meshes (device #1, #2, #3 & #4) and the tacks were removed. The umbilical tissue where the mesh had been removed in the retrieval bag was closed.¿ attorney alleges that the patient had adhesions, nerve damage, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 5 years 3 months post implant of perfix plug, patient was diagnosed with hernia recurrence thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Note, the manufacturing date (15-mar-2009) is considered to be a best estimate. This emdr represents perfix plug (device #4). An additional supplemental emdr was submitted to represent 3dmax (device #1) and emdr's were submitted to represent 3dmax (device #2) and perfix plug (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.